Event description:
It was reported (via FDA medwatch mw5110181) that a female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including fatigue, depression, chronic migraines, trigeminal neuralgia, occipital neuralgia, fibromyalgia, and undifferentiated connective tissue disease. The root cause of the patient¿s symptoms is unclear. Additionally, the patient developed capsular contracture (baker grade unknown) in both of her breasts post implantation. It was reported that the capsular contracture led to the rupture of both breast prostheses. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. This medwatch report is 1st of two breast prostheses.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture, breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).